Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. It was reported the dcs12 had the electricity disbursing from the proximal portion of the scissor instead of the distal tip. A new dcs12 was opened to complete the case. The arcing was noted at the beginning of the case. There was no consequence to the pt.